Event description:
It was reported that pump showed malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was informed that malfunction indicated pump issue, and although replacement was initially considered, pump was out of warranty and pump was ultimately not replaced, with no additional information provided about further actions.